Manufacturer narrative:
The device was not returned for evaluation. Imagery was not provided for review. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes below. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instructions for use (IFU) were reviewed: commander delivery system, IFU, japan, device prepping manual, commander delivery system with sapien 3 training manual and commander delivery system, IFU, japan. Assessing aortic regurgitation: good diastolic pressures post implant may indicate adequate thv function. Enchocardiography is the gold standard for assessing prosthetic thv function. Severity of aortic regurgitation must be assessed incorporating multiple criteria (both quantitative and qualitative). No IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product nonconformances were identified, a product risk assessment (pra) escalation is not required. No manufacturing non conformances or IFU deficiencies were identified, corrective action is not required. The reported event was unable to be confirmed. Due to the unavailability of the device and relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, lot history and manufacturing mitigation revealed no indication that a manufacturing nonconformance contributed to the complaint. Review of IFU training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100 percent visually inspected for defects and 100 percent tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and transcatheter heart valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to the reported event including malposition of the valve, impingement of a leaflet due to the calcification, post dilation of the implanted valve, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Per training manual, the benefits of post dilation were reduce paravalvular ar, improved thv shape, improved hemodynamics, and risk of post dilation was central ar. As reported, post dilation was performed with nominal volume for paravalvular leak (pvl). After post dilation, severe aortic regurgitation appeared with hemodynamic collapse. Echocardiography revealed that the leaflets of s3 were frozen at open position and per medical opinion, severe aortic regurgitation was likely attributed to leaflet damage by post dilation. Additionally, it was noted that the patients had moderate native aortic valve and mild aortic annulus calcification. It is possible that the leaflets were impinged by the calcified nodules during post dilation and that prevented the leaflets from proper movement leading to the reported central regurgitation. As such, available information suggests that procedural factors (post dilation) and or patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifescience affiliate in (B)(6), a transcatheter aortic valve implantation (tavi) in the native aortic valve was performed via a transfemoral approach. Balloon aortic valvuloplasty was not performed prior to valve deployment. A 23 mm sapien 3 (s3) valve was deployed with 1 ml less than nominal volume, landing 70:30 aortic/ventricular as intended. Post dilation was performed with nominal volume for paravalvular leak (pvl). After post dilation, severe aortic regurgitation appeared with hemodynamic collapse. Echocardiography revealed that the leaflets of s3 were frozen at open position. An additional 23 mm sapien 3 was deployed inside the initial valve immediately. Only trivial pvl remained after valve-in-valve procedure. The patient regained proper hemodynamics. Per medical opinion, severe aortic regurgitation was likely attributed to leaflet damage by post dilation.